Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice a week due to high blood glucose levels. The first hospitalization was on (B)(6) 2016 with a blood glucose level of 1100 mg/dl due to a diabetic coma. The customer felt that their insulin pump was not good for them. The customer was on their way to get cortisone shots when they suddenly felt ill. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.